Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and silicone migration.

Event description:
Patient reported rupture. Later reported "axillary and internal mammary chain nodes are visualized infiltrated by silicone". This record is for a right side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, d6(a), d6(b), g2, h6.

Event description:
Patient reported right side rupture, "axillary and internal mammary chain nodes are visualized infiltrated by silicone" (captured as silicone migration), periprosthetic fluid and capsular contracture, baker grade IV. The device has been explanted.

Event description:
Patient reported rupture. Later reported "axillary and internal mammary chain nodes are visualized infiltrated by silicone". This record is for a right side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, b6, h6. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.